Manufacturer narrative:
Concomitant medical products: product ID: 8709 , serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 11-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving lioresal (2000mcg/ml at 100mcg/day) via an implanted infusion pump. It was reported that the patient felt stiffer. The patient had a work up at the clinic on (B)(6) 2020 and via x-rays the catheter was seen coiled up by the spine. It was noted that the patient had gained a lot of weight after 4 kids, which may have led or contributed to the event. The spinal area where the catheter was coiled was opened up and the catheter was found to be outside the spine. A new catheter was placed and the issue was considered resolved. The patient's status was alive - no injury and no further complications were reported or anticipated.